Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the product could not aspirate during ultrasound and irrigation/aspiration during a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is the fifth complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The returned sample was visually inspected and no obvious defects were found. The sample was functionally tested; the sample failed to prime and generated a system message code. An open void was observed on the aspiration vent reservoir which caused the cassette to fail during priming. The root cause of the customer¿s complaint is related to the molding process where a void between the base and cover of the cassette was not properly molded and caused the cassette to fail during priming. An internal investigation has been opened to address issues of this nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).